Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: unk, explanted on: unk; catheter model: 8709, serial # (B)(4), implanted on: unk, explanted on: unk; programmer model 8835, serial (B)(4).

Event description:
The patient experienced increased pain and lower extremity weakness. A catheter access port (cap) contrast study was attempted on (B)(6) 2011; however they were unable to access the cap. A surgical revision occurred on (B)(6) 2011, in which the existing catheter was cut and tied off; and a new catheter was implanted. The patient's outcome was indicated as resolved without sequelae as of 2011-(B)(6). Drugs delivered via the device were morphine, bupivacaine, baclofen, ketamine, clonidine. It was later reported on 2011-(B)(6), that they were unable to enter cap.

Manufacturer narrative:
(B)(4).